Event description:
Caller alleged discrepant results with inratio versus lab. Results are as follows: date: 2009, inratio: 1.6, lab: 2.3. Caller has been testing 3-4 months, and has not observed any errors until now. Caller was in hospital over weekend, and inr in hospital was approx 4.0.

Manufacturer narrative:
In-house accuracy test. Test date: 2009. In-house meters. Returned meter. Returned strip ln: 080626a. Comparative sys: sysmex 560. Two therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. All meet the above criteria and no further action is required. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 1.6, lab: 2.3, mean: 1.95, confidence limits: 1.3-2.7. The 4.0 inr was excluded due to unspecified inratio result comparison. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: same day, 1st inr = 1.6, 2nd inr = 1.2. Inratio: mean: 1.4, sd: 0.3, %cv: 20.2. The 20.2% cv is more than 20%. The precision test failed the criteria for precision.